Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces. No unexpected button error alarms noted. Device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the keypad was not responding. She changed the battery and the insulin pump alarmed button error. The customer stated she was walking outside in the heat and the device might have been exposed to sweat. Blood glucose value was 229 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.